Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.